Event description:
The customer tested his blood glucose and received a reading of 38 mg/dl using his contour meter. He retested using another contour and received a reading of 208 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.